Event description:
It was reported that in an attempt to troubleshoot an unrelated alarm, the home patient (hp) had reused single-use supplies on the homechoice (hc) device during use, patient was connected. The hp stated that they had changed only the one bag on the final line, but not the rest of the supplies in the set-up. The technical service representative (tsr) explained the proper procedure to the hp and advised to start over with all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.